Manufacturer narrative:
Pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 43 noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they got multiple pump errors. The motor arm cannot communicate with the main arm was found in insulin pump. The customer¿s blood glucose level was 106mg/dl at the time of incident. Customer states pump was not exposed to a high magnetic field. Troubleshooting was performed for pump error. Customer also stated that they are not able to rewind the pump. Customer advice to the pump requires replacement and to discontinue use of the pump. The product will be return for the analysis.